Event description:
It was reported that the patient was lost to follow up and did not have the device checked for many years. At the patient's lastest follow-up, the clinic was unable to interrogate device. It was noted that battery appears to be completely dead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant: 5076-45 implantable pacing lead implanted: 2002-(B)(6). (B)(4).